Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a vticm 513.2 -11.5/+2.5/98 (sphere/cylinder/axis), implantable collamer lens into patients right eye on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a longer lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn along with residue on the lens surface. Claim#: (B)(4).